Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer later advised that they determined that the cause of the reported issue was that a low voltage pin located on the connector of the quik-combo therapy cable was either pushed in or broken. This led to the constant "connect cable" message that the customer observed. The customer advised that they had not been using a test load when performing daily checks on the device, as recommended in the device operating instructions. Per the device's operating instructions the end user is to "connect therapy cable to defibrillator and the test load. If connect electrodes, paddles leads off, or connect cable message appears, replace therapy cable and repeat check. If problem continues, remove the defibrillator from use and contact a qualified service technician." It was later confirmed that the customer purchased and installed a replacement quik-combo therapy cable to resolve the reported issue, as well as a test load so that they could also test the cable as part of their daily checks. The therapy cable used during the reported event was over 11 years old. Physio-control has reviewed with the customer the importance of periodic testing of the device and quik-combo therapy cable(s) using a test load, as well as replacing the cables every 3 years as part of a preventative maintenance program. Neither the device, nor the damaged quik-combo therapy cable, have been returned to physio-control for evaluation.

Event description:
The customer, an ambulance service, contacted physio-control to report that during a recent patient event, their device would not detect that the patient was connected when using disposable defibrillation electrodes. As a result, defibrillation was not possible with their device. The customer had responded to a cardiac arrest call involving a (B)(6) year-old male. The customer connected defibrillation electrodes to the patient and then to a quik-combo® therapy cable which was plugged into the device. The device was powered on and the customer then pressed the analyze button and received a "connect cable" warning message on the display. The customer checked all of the connections but was unable to resolve the issue. Approximately 3-5 minutes later, the fire department arrived with a backup device (AED) which they then used to defibrillate the patient 12-14 times. The patient was transported to a hospital and after approximately one hour of additional resuscitation efforts the patient was pronounced deceased.

Manufacturer narrative:
Physio-control confirmed that the customer received a medical device accessory recall notification from medtronic ers, inc (on behalf of physio-control) on september 29th, 2005.please reference corrections and removals number 3015876-08/30/05-002r and, specifically for the therapy cable assembly referenced in physio's initial medwatch report, z-0116-06.